Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verioiq meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2016 the patient obtained results of "130, 150 and 197 mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for precision. The patient manages his diabetes by self-adjusting his insulin doses. The reporter stated that immediately prior to testing the patient had developed symptoms of "shaky" and that on (B)(6) consumed food or drink. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. When a control test was performed and the results were in range. Replacement products were sent to the patient. This complaint is being reported as the patient reported symptoms that meet lifescan'a criteria of a serious hypoglycemic event. It cannot be ruled out that the meter was not reading inaccurately prior to the reported symptoms so may have caused or contributed to the adverse event.